Manufacturer narrative:
(B)(4). A maquet field service technician (fst) evaluated the device during the investigation of another claimed failure, which is addressed in a separate complaint. During this evaluation the fst found that the lpm (liter per minute) value was not displayed. Therefore, the manufacturer requested the device in question to be returned for further investigation and repair. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during testing of the device by a maquet field service technician it was observed that the lpm (liter per minute) would not display. (B)(4).

Manufacturer narrative:
A maquet field service technician returned the device to the manufacturing facility for repair. There, it was found that the lpm was not displayed due to a rfd cable issue. The cable was replaced. It was concluded through investigation that the fault was due to age and wear and tear. All repairs were completed and the device was returned to the customer. There was no patient injury or involvement.

Event description:
(B)(4).